Manufacturer narrative:
(B)(4). Device investigation could not be performed because the device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and finding on lot history review, and referring to known similar events, it was presumed that tensile stress generated with removal had most likely contributed to separation of the tip. The applied stress would exceed the product design limit when the tip was being trapped and its movement was restricted by the small peripheral vessel. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: - [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; - [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; - [warning] do not push the guide wire more than necessary to advance the tip through the narrowed part of the vessel. (For example, do not push the guide wire when the distal tip of the guide wire is bent by the force of manipulation.) After crossing the targeted area, do not roughly twist, push or pull the guide wire. If the guide wire is moved excessively, it may be damaged or break apart, which may injure the blood vessel or leave fragments inside the vessel; and, - [malfunction and adverse effects] separation of the guide wire.

Event description:
The patient had a history of hypoplastic left heart syndrome (hlhs) and partial anomalous pulmonary venous drainage (papvd). The patient was initially treated with bilateral pulmonary artery banding and had balloon atrial septostomy performed twice. Then norwood stage 1 procedure with a sano shunt was performed. The patient had a large tr and was under treatment with milrinone for heart failure at the time of this report. There was a known non-occlusive clot in the inferior vena cava per ultrasound. The patient came to the cath lab for a diagnostic study to plan for next surgical step. It was reported that the tip of an asahi grand slam guide wire separated and remained in the patient during a thermodynamics diagnosis. The guide wire was used to direct peripherally an unspecified catheter into the right lower pulmonary artery to obtain wedge pressure when the guide wire got stuck and the tip of the wire broke off in the periphery. About 3 cm of the tip remained in the vessel. The separated tip was not suitable for extraction and left in situ without attempt to retrieve. Tip breakage occurred at the last part of the procedure and used devices were simply removed from the patient to complete the procedure that went otherwise well.

Event description:
The patient had a history of hypoplastic left heart syndrome (hlhs) and partial anomalous pulmonary venous drainage (papvd). The patient was initially treated with bilateral pulmonary artery banding and had balloon atrial septostomy performed twice. Then norwood stage 1 procedure with a sano shunt was performed. The patient had tricuspid regurgitation and was under treatment with milrinone for heart failure at the time of this report. There was a known non-occlusive clot in the inferior vena cava per ultrasound. The patient came to the cath lab for a hemodynamic diagnostic study to plan for the next surgical step. It was reported that the tip of an asahi grand slam guide wire separated and remained in the patient during a thermodynamics diagnosis. The guide wire was used to direct peripherally an unspecified catheter into the right lower pulmonary artery to obtain wedge pressure when the guide wire got stuck and the tip of the wire broke off in the periphery. About 3 cm of the tip remained in the vessel. The separated tip was not suitable for extraction and left in situ without attempt to retrieve. Tip breakage occurred at the last part of the procedure and used devices were simply removed from the patient to complete the procedure that went otherwise well.